Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was failing. User tried to recover the drawer, but error message was displayed on the screen. The customer turned off the station, unplugged the power cord, waited for a few minutes, and powered it back on; however, the drawer did not recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1/2.2 failed. A field service engineer (fse) replaced interface board for drawers 2.1/2.2 to resolve the issue. Then the drawer was configured and verified functionality through hardware test application (hta) and had anesthesia technician access drawer. During observation, the anesthesiologist accessed the drawer rapidly, which caused a temporary failure; however, the drawer was recovered by the pharmacy technician. A subsequent access attempt performed more smoothly did not reproduce the issue. The system functioned as intended after the field service engineer repaired the device.